Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently did not include analysis results of the returned generator.

Manufacturer narrative:
Date received by manufacturer; corrected data: supplemental MDR #02 inadvertently provided an incorrect date for this field. The correct date is 01/12/2015. This reported is being submitted to correct this data.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2012. No additional diagnostic data was available following the date the high impedance was observed. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It is unknown if surgery has been performed. Attempts to obtain additional information have been unsuccessful to date.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity and end of service. The explanted devices have not been returned to date.

Event description:
The explanted generator was received for analysis on 01/12/2015. The explanted lead was not returned for analysis.

Event description:
Analysis of the generator was completed on 01/30/2015. The battery was found to be depleted. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.